Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of procedural intestinal perforation ("colon was punctured during essure removal procedure"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1999), asc-us, chronic depression, bronchitis, chronic obstructive pulmonary disease and gastroesophageal reflux. She any pelvic floor prolapse or possible pregnancy. She has had no prior abdominal surgery and no adhesions were anticipated. Patient denies nausea or vomiting. Concurrent conditions included body mass index normal, abdominal pain lower, hot flashes and tobacco user. Concomitant products included ibuprofen since 2007. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced libido decreased ("low libido"), mood altered ("moody"), back pain ("lower back"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced procedural intestinal perforation and pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complication during essure removal") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with ibuprofen (motrin), surgery (bilateral salpingectomy , removal of fallopian tubes) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the procedural intestinal perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, libido decreased, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, vaginal discharge, complication of device removal and abdominal pain outcome was unknown and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural intestinal perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: somewhat more difficult removing the entire spring from the remaining hemostat (flashing it several times) to remove the entire coil. There was a bleeder from the mesosalpinx on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Human papilloma virus immunisation - on an unknown date: negative. Pregnancy test urine - on (B)(6) 2010: negative. X-ray of pelvis and hip - on (B)(6) 2010: confirmation of position. On (B)(6) 2010 fluoroscopy guidance and intraoperative spot images were obtained for hysterosalpingogram which showed essure placement is adequate without tubal spillage. On (B)(6) 2010 patient had hysterosalpingogram test resulted in hysterosalpingogram placement is adequate without tubal spillage/ total bilateral occlusion. On (B)(6) 2010 patient had abdominal x-ray resulted in two linear metallic foreign bodies are demonstrated in the right and left hemipelvis respectively consistent with placement of essure for tubal ligation. On (B)(6) 2015 patient had surgical pathology report resulted in right fallopian tube, salpingectomy. Fallopian tube with focal fibrosis and mixed inflammation. Intratubal device grossly identified. Left fallopian tube, salpingectomy: fallopian tube with focal fibrosis and chronic inflammation. Intratubal device grossly identified paratubal cysts. Labeled right fallopian tube. There is a 4.5 x 0.6 cm segment of fimbriated fallopian tube. The external surface is pale tan, smooth and glistening with a small portion of a coiled metal contraceptive device visible near the midpoint. No paratubal cysts are identified. Upon sectioning, no hemorrhage or necrosis is appreciated. Labeled left fallopian tube. There is a 4.9 x 0.5 cm segment of fimbriated fallopian tube with a portion of a coiled metal contraceptive device protruding from the proximal margin. The external surface is pale tan and smooth with 3 thin-walled paratubal cysts at the fimbriated end ranging from 0.6-1.0. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic pain, back pin,right lower abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: plaintiff fact sheet received. Events added from pfs- abdominal pain. Event menorrhagia, vaginal haemorrhage, mood altered, libido decreased, dyspareunia, nausea, headache, migraine, female sexual dysfunction, vaginal discharge, back pain onset date / time were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ("colon was punctured during essure removal procedure"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 727102) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1999), asc-us, chronic depression, bronchitis, chronic obstructive pulmonary disease and gastroesophageal reflux. She any pelvic floor prolapse or possible pregnancy. She has had no prior abdominal surgery and no adhesions were anticipated. Patient denies nausea or vomiting. Concurrent conditions included body mass index normal, abdominal pain lower, hot flashes,tobacco user. Concomitant products included ibuprofen since 2007. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2012, the patient experienced libido decreased ("low libido"), mood altered ("moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("lower back") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complication during essure removal") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with ibuprofen (motrin), surgery (bilateral salpingectomy , removal of fallopian tubes) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the large intestine perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, libido decreased, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, vaginal discharge and complication of device removal outcome was unknown and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, complication of device removal, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, large intestine perforation, libido decreased, menorrhagia, migraine, mood altered, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: somewhat more difficult removing the entire spring from the remaining hemostat (flashing it several times) to remove the entire coil. There was a bleeder from the mesosalpinx on the right . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. (B)(6) immunisation - on an unknown date: negative. Pregnancy test urine - on (B)(6) 2010: negative. X-ray of pelvis and hip - on (B)(6) 2010: confirmation of position . On (B)(6) 2010 fluoroscopy guidance and intraoperative spot images were obtained for hysterosalpingogram which showed essure placement is adequate without tubal spillage. On (B)(6) 2010 patient had hysterosalpingogram test resulted in hysterosalpingogram placement is adequate without tubal spillage/ total bilateral occlusion. On (B)(6) 2010 patient had abdominal x-ray resulted in two linear metallic foreign bodies are demonstrated in the right and left hemipelvis respectively consistent with placement of essure for tubal ligation. On (B)(6) 2015 patient had surgical pathology report resulted in right fallopian tube, salpingectomy. Fallopian tube with focal fibrosis and mixed inflammation. Intratubal device grossly identified. Left fallopian tube, salpingectomy: fallopian tube with focal fibrosis and chronic inflammation. Intratubal device grossly identified paratubal cysts. Labeled right fallopian tube. There is a 4.5 x 0.6 cm segment of fimbriated fallopian tube. The external surface is pale tan, smooth and glistening with a small portion of a coiled metal contraceptive device visible near the midpoint. No paratubal cysts are identified. Upon sectioning, no hemorrhage or necrosis is appreciated. Labeled left fallopian tube. There is a 4.9 x 0.5 cm segment of fimbriated fallopian tube with a portion of a coiled metal contraceptive device protruding from the proximal margin. The external surface is pale tan and smooth with 3 thin-walled paratubal cysts at the fimbriated end ranging from 0.6-1.0. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic pain, back pin,right lower abdomen pain . Most recent follow-up information incorporated above includes: on 5-feb-2018: reporter added, lot number received, patient historical condition and concomitant condition added,concomitant drug and treatment drug added, events added as follows:- large intestine perforation, vaginal bleeding,menorrhagia,low libido, moody,female sexual dysfunction,migraines, headaches, nausea, dyspareunia, back pain, abdominal pain lower, vaginal discharge, incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural intestinal perforation ("colon was punctured during essure removal procedure"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 36-year-old female patient who had essure (batch no. 727102) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 1999), asc-us, chronic depression, bronchitis, chronic obstructive pulmonary disease and gastroesophageal reflux. She any pelvic floor prolapse or possible pregnancy. She has had no prior abdominal surgery and no adhesions were anticipated. Patient denies nausea or vomiting. Concurrent conditions included body mass index normal, abdominal pain lower, hot flashes and tobacco user. Concomitant products included ibuprofen since 2007. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2012, the patient experienced libido decreased ("low libido"), mood altered ("moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("lower back") and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced procedural intestinal perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complication during essure removal") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with ibuprofen (motrin), surgery (bilateral salpingectomy , removal of fallopian tubes) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the procedural intestinal perforation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, libido decreased, mood altered, female sexual dysfunction, migraine, headache, nausea, dyspareunia, vaginal discharge and complication of device removal outcome was unknown and the back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, complication of device removal, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood altered, nausea, pelvic pain, procedural intestinal perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: somewhat more difficult removing the entire spring from the remaining hemostat (flashing it several times) to remove the entire coil. There was a bleeder from the mesosalpinx on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Human papilloma virus immunisation - on an unknown date: negative pregnancy test urine - on (B)(6) 2010: negative x-ray of pelvis and hip - on (B)(6) 2010: confirmation of position on (B)(6) 2010 fluoroscopy guidance and intraoperative spot images were obtained for hysterosalpingogram which showed essure placement is adequate without tubal spillage. On (B)(6) 2010 patient had hysterosalpingogram test resulted in hysterosalpingogram placement is adequate without tubal spillage/ total bilateral occlusion. On (B)(6) 2010 patient had abdominal x-ray resulted in two linear metallic foreign bodies are demonstrated in the right and left hemipelvis respectively consistent with placement of essure for tubal ligation on (B)(6) 2015 patient had surgical pathology report resulted in right fallopian tube, salpingectomy. Fallopian tube with focal fibrosis and mixed inflammation. Intratubal device grossly identified left fallopian tube, salpingectomy: fallopian tube with focal fibrosis and chronic inflammation. Intratubal device grossly identified paratubal cysts. Labeled right fallopian tube. There is a 4.5 x 0.6 cm segment of fimbriated fallopian tube. The external surface is pale tan, smooth and glistening with a small portion of a coiled metal contraceptive device visible near the midpoint. No paratubal cysts are identified. Upon sectioning, no hemorrhage or necrosis is appreciated. Labeled left fallopian tube. There is a 4.9 x 0.5 cm segment of fimbriated fallopian tube with a portion of a coiled metal contraceptive device protruding from the proximal margin. The external surface is pale tan and smooth with 3 thin-walled paratubal cysts at the fimbriated end ranging from 0.6-1.0. Concerning the injuries reported in this case, the following one/ones were reported via medical record: pelvic pain, back pin,right lower abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.